Manufacturer narrative:
The event was reported to have occurred on an unreported date "about a year ago". This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain. The breach in aseptic technique was further described as "the patient hit the transfer set against their leg". It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (intraperitoneal, doses and frequencies were not reported) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing at the time of treatment. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.